Event description:
The pt had a femur fracture. The surgeon put a circlage wire to hold the fracture in place. The event was detected about one week after primary surgery and the fracture was fixed 10 days later.

Manufacturer narrative:
The surgeon performed the primary surgery on the (B)(6) 2011; after x-rays on the (B)(6), a fracture of the femur was detected. On the (B)(6), he brought the pt back into theatre and put circlage wires to hold it in place. No implant was explanted. The manufacturing documents (batch record) of the ha coated stems size 3 were reviewed; all the values were found to be conforming to specifications in force at the time of production. Lot 104360 of ref. (B)(4). To date, 34 stems were implanted and no other similar events reported. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.